Manufacturer narrative:
The investigation determined that an electronic file did not contain the vanc3 application. The missing information might in very rare cases lead to inaccurately low vancomycin results. An updated electronic file was published to solve the issue.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of samples tested with the vanc3 (online tdm vancomycin gen. 3) assay on a cobas c 503 analytical unit, serial number (B)(4). No specific data on patient results being affected were provided. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The component code has been updated.